Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent. Deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempted was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and calcified lesion. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. It was reported that stent deformation occurred in-vivo during positioning. The physician completed the procedure. Patient status post-procedure is alive with no injury.